Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. During a routine 45- day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient will continue on anticoagulation medication until the next follow up tee examination.